Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 173-190 mg/dl. At the time of the report with tandem technical support, the customer had already changed the cartridge and infusion set, therefore, no troubleshooting could be performed to determine a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.